Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 12:30 am the patient obtained the blood glucose readings of 140 mg/dl and 220 mg/dl on the reported meter, which she claimed were inaccurately high compared to her expected values. The patient took no actions based on these elevated readings. At 3:00 am the patient awoke experiencing the symptoms of sweating and a red face. The patient administered self-treatment with food and a drink; she did not seek any medical attention. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she obtained two elevated blood glucose readings on the reported meter, and received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.